Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, and vomiting. A specific bg value was not provided, and cause for the reported issue was unknown. Reportedly, the customer administered a manual insulin injection to treat the bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.